Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # 728a17. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with two ecr60g reload(b and c) present. Both reload was received partially fired 1/10. The device was tested for functionality in the straight position with both returned reloads and achieved its complete firing sequence without any difficulties. For test skin of the reload(c), the staple line and cut line were complete and the staples meet the staple release criteria. For test skin of the reload(b), the cut line was complete and the remaining staples meet the staple form release criteria and the staples meet the staple release criteria. After further investigate, the 1 double driver was found to be missing from the reload(b), causing two staples missing from the test skin. In addition, the cut was noted to be jagged due to a damaged knife. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the driver of the reload missing. Device history review a manufacturing record evaluation was performed for the finished device batch number 728a17, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # 728a17. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with two ecr60g reload(b and c) present. Both reload was received partially fired 1/10. The device was tested for functionality in the straight position with both returned reloads and achieved its complete firing sequence without any difficulties. For test skin of the reload(c), the staple line and cut line were complete and the staples meet the staple release criteria. For test skin of the reload(b), the cut line was complete and the remaining staples meet the staple form release criteria and the staples meet the staple release criteria. After further investigate, the 1 double driver was found to be missing from the reload(b), causing two staples missing from the test skin. In addition, the cut was noted to be jagged due to a damaged knife. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the driver of the reload missing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 728a17, and no non-conformances were identified.